Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with previous surgeries and revisions, had a screw breakage at an unknown time post-op. Patient does not appear to be fused and is reporting back pain. A revision has not yet been done.

Manufacturer narrative:
Product analysis:visual review confirms screw breakage near the base of the neck, just below the bone screw head. The bone screw portion below the fracture is missing, and not returned for analysis. Visual and optical examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage and smearing is noted. Microscopic examination of the undamaged portion of the fracture surface identified a fairly flat fracture surface and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. The above observations are consistent with cyclic fatigue.